Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that duirng a laparoscopic chole procedure the clips were falling off the tissue. It is unknown if the clips fell into the patient. It is unknown how the procedure was completed. There was no patient consequence. The device was discarded.